Manufacturer narrative:
Per the instructions for use (IFU), potential risks associated with the overall tavr procedure, including potential access complications associated with standard cardiac catheterization procedure, balloon valvuloplasty, and the use of angiography include thrombus formation, plaque dislodgement, and embolization that may result in myocardial infarction, stroke, distal peripheral occlusion and/or death. Included under contraindications for the transfemoral procedure are patients with significant aortic disease, including arch atheroma (especially if thick [> 5 mm], protruding or ulcerated) or narrowing (especially with calcification and surface irregularities) of the abdominal or thoracic aorta. Calcification and atheromas (cellular debris, inflammatory cells, and cholesterol) can accumulate along the walls of the vasculature and within cardiac structures and can vary in size. There may be cases where a patient has a protruding atheroma or calcified plaque prior to the procedure. It is also possible for one of the interventional devices used during the thv procedure to disrupt the material, resulting in mobile debris. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause of the event was unable to be determined, but may have been due to procedural factors (device manipulation) in combination with patient factors (calcification). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), post implant of a 23 mm sapien 3 valve in the aortic position via transfemoral approach the patient developed back pain. CT scans revealed renal infarction. The renal dysfunction and pain were controlled and determined as in remission. The patient was in stable condition post procedure. Per medical opinion, the event may have been due to patient factors shaggy aorta, protruding plaque near renal arteries, aortic curve, and descending aorta could have been dislodged due to device manipulation, however the exact cause of the event was unable to be determined.

Event description:
Per additional information received, it was reported that there was spleen infarction. The cause of the event was reported as vascular atheroma.

Manufacturer narrative:
Additional information b5 event description updated and health code 4438 added.